Event description:
It was reported that during an unk procedure, the handpiece was giving intermittent error 3 and error 5 errors prior to the start of a case. The handpiece and generator were swapped with, and the case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code to occur.